Manufacturer narrative:
The main component of the system and other applicable components are: concomitant medical products: product ID: 8596, serial# (b))(4), implanted: (b))(6) 2006, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient who was receiving an unknown drug via an implantable pump for non malignant pain and failed back surgery syndrome. Per the print report notes, on (b))(6) 2011, a pump revision was performed, a segment was added for a total of 85cm pump segment. It was unknown as to whether there were any symptoms related to the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.